Manufacturer narrative:
(B)(4). This event is currently under investigation. A follow-up report will be generated upon the completion of the investigation.

Event description:
A patient was undergoing a ureteroscopy laser lithotripsy stone extraction in conjunction with a ngage nitinol stone extractor. The ngage nitinol stone extractor came out of the package with no noticeable defects or nonconformities and was working properly. The basket was placed inside the patient and would not close on the stone. The sheathing of basket was straight and the facility staff had to take the yellow piece of sheathing by the handle to open the basket to remove the stone. No adverse events were reported as a result of this event.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. The device history record was reviewed and no non-conformances were noted. The product was returned for investigation. During the investigation, it was discovered that the basket would actuate however a part of the support sheath was found separated from the rest of the support sheath. The application of force to the support sheath during the procedure could have contributed to the failure. A test using a sample product confirmed that pulling on the support sheath could assist in closing a basket that would not close completely otherwise. Based on the information provided and the results of our investigation, a definitive root cause could not be determined however, measures have been previously initiated to address this issue. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.